Event description:
Customer called inquiring on adequate amount of time for charging sensor. Customer states blood glucose was 49 mg/dl which was treated with food. Customer states low blood glucose was due to eating a late dinner. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.